Event description:
It was reported that during a follow up, high impedance was observed in the rv- can and svc-can configurations. Artifacts were also observed on the svc-can vector. The high impedance reading in rv-can had been seen since at a previous follow-up six months ago. A lead revision was planned, but the patient left the hospital against medical advice. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.